Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke at the middle of the body where the surgeon grasped the needle. No fragment remained inside the pt's body. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. Add'l info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch bek066: mfg date: 05/30/09; exp date: 01/31/14. Batch bj6386: mfg date: 08/21/09; exp date: 07/31/14. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.